Event description:
It was reported that the home patient (hp) had experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by abdominal pain and cloudy peritoneal effluent. On the day of the onset of peritonitis, the patient was hospitalized. Dianeal therapies were ongoing. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The patient's date of birth was unknown, however it was reported the patient was born in 1939. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the patient experienced worsening cancer and was transferred to the intensive care unit (ICU) 7 days after being admitted to the hospital for peritonitis. Peritoneal dialysis (pd) therapy was discontinued when the patient was transferred to the ICU. The patient died in the hospital due to malnutrition related to cancer treatment. It was not reported if an autopsy was performed. No additional information was available.